Event description:
It was reported the insulin pump screen was scratched and difficult to read. There was also condensation inside the screen. Customer had to do a frequent battery changes and the device rejected new batteries. Customer has to rewind the device to complete restart. The act button on the device was also stuck. The device possibly caused high blood glucose. Customer declined troubleshooting. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.